Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system displayed an alert for a low intrinsic amplitude measurement on the atrial channel and a shocking impedance measurement greater than 125 ohms. A review of the device data identified rising shock impedance measurements over the past year. The caller also inquired about missing events in which therapy was delivered. A boston scientific technical services consultant discussed the clinical observations with the caller. The consultant recommended troubleshooting to identify the reason for the out of range shocking impedance. Additionally, the consultant explained the reason for the missing data. No adverse patient effects were reported.